Event description:
Additional information was received that a revision procedure was performed. The right ventricular (rv) lead was capped and replaced to resolve the event.

Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead insulation fracture was suspected but it was not confirmed. No intervention has been performed. The patient is stable with no consequences.